Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following atrial fibrillation procedure, hemostasis was not achieved through manual compression. Bleeding was treated surgically. There were no abnormalities noted with the device prior or during procedure. No other information is available.